Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure. The patient had many low flow alarms. An echocardiography proved moderate to severe systolic dysfunction of the right ventricle. The patient received inotropic support, milrinone. The event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file graph summaries provided by the account confirmed low flow alarms. According to the account, the low flow alarms were due to right heart failure (rhf). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported rhf could not conclusively be established through this evaluation. The submitted graph summary of the controller event log file contained data on 08aug2022. The graph summary captured multiple low flow hazard alarms on that day. Furthermore, the corresponding graph of the controller periodic log file contained data from 07jul2022 through 08nov2022 and captured an additional low flow hazard alarm on (B)(6)2022. No other notable alarms were observed. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows alarms were determined to have been caused by the patient's right heart failure. The alarms and right heart failure resolve after treatment. It was also noted that the patient' had right heart failure prior to their left ventricular assist device (lvad) implant.